Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient encountered two similar events where infusion sets fell off, on 31/may/2024, after being used for two days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 2.